Event description:
It was reported that the customer experienced elevated blood glucose (bg) displayed as "high" on cgm. The customer declined to provide additional information regarding the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.